Event description:
The device was returned to the MFR for repair. During the repair, it was reported that the handpiece exceeded maximum temperature during testing. There was no pt involvement and no allegations of adverse consequences from the account.

Manufacturer narrative:
The handpiece has been received at the MFR for investigation. An eval was conducted and the handpiece exceeded maximum temperature during testing.